Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (251 mg/dl). Reportedly, the customer is working with their health care professional on adjusting their pump settings. Customer delivered a bolus and used an insulin pen to stabilize blood glucose levels.